Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after 30 units of insulin had been delivered. The luer lock was checked to verify it was secure and the customer observed air bubbles at the luer lock. Reportedly, blood glucose was above 500 mg/dl and customer did not know if air bubbles may have been the cause. The fill tubing process was performed again and drops of insulin were observed.